Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery out limit alarm and a hospitalization due to high blood glucose readings. The customer's blood glucose reading was 939 mg/dl. The customer's symptoms included nausea and vomiting. The customer was wearing the device at the time of admission. The cause of admission was due to diabetic ketoacidosis and a coma. At the hospital, the device alarmed after battery change. The customer was informed that the batteries were out of the device longer than allowed and that it was normal device behavior. Nothing was replaced or returned for analysis.